Event description:
It was reported that an arteriotomy was attempted in a common femoral artery using a proglide device with a 6f sheath, after an interventional procedure. Reportedly, when the plunger was retracted no suture was present; a cuff miss occurred. The device was removed and four additional proglide devices were used with the same results. A proglide device with a different lot was used to achieve hemostasis. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report the following additional, clarifying information was received: it was reported that placement of the proglide device was attempted in a common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy size was 6f sheath and during the tavi procedure the sheath was upsized to either a 18f or 20f sheath. Reportedly, after successful pre-placement of one proglide suture, a second proglide was attempted and a cuff miss occurred. Four additional proglide devices were attempted with the same results. The suture from a sixth proglide device from a different lot number was successfully pre-placed. The sheath was upsized and the tavi procedure was completed. Hemostasis was achieved with the two (first and sixth) pre-placed proglide sutures.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide devices referenced are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported cuff miss was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the investigation, there does not appear to be any indication of a product quality deficiency.